Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 350mg/dl. A correction bolus via alternate therapy was delivered to address the bg level. A system check was performed and during the fill tubing process the customer did not observe insulin dripping out of the infusion set tubing. The customer changed the infusion set tubing and was able to resume insulin delivery. A follow-up to ensure the customer's bg level returned to target range was declined by the customer.

Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.